Manufacturer narrative:
The astral device was not returned for evaluation. A technical evaluation was performed over the phone by a resmed product support specialist. The evaluation determined that the device battery inoperable error message and system fault 180 were due to an isolated software timing issue. The device was rebooted to address this issue. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that a "battery inoperable" error message and a system fault (sf 180) occurred on an astral device indicating a battery charger fault. There was no patient injury reported as a result of this incident.